Manufacturer narrative:
(B)(4). Batch # l91p0l. The analysis results found that lcsc5 device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek, the cut was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the product was presented with the blister violated in cut form, but the outer packaging was intact, even with the inviolate seal. Device was not used on patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.